Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Non-sustained right ventricular oversensing episodes were noted on the patient's implantable cardioverter defibrillator. Technical services believed there appeared to be right ventricular loss of capture. Programming changes were discussed, but not performed. The patient had an underlying rhythm.